Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump screen went black and an unspecified malfunction occurred. Customer¿s blood glucose level was 160 mg/dl. The customer reported that the unspecified malfunction was cleared and insulin delivery was able to be resumed.